Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient presented to the hospital with complaints of dizziness and lightheadedness. It was reported the patient experienced dark tarry stools over the past 1.5 weeks. A stool sample resulted positive for guaiac and hemoglobin was noted to be 7.0 mg/dl. The patient was transfused with 2 units of packed red blood cells (prbcs). Lvad pulsatility index values increased post transfusion. The hospital started the patient on IV proton pump inhibitor and aspirin and coumadin was withheld. A video capsule endoscopy (vce) study was preformed and resulted negative. Prior esophagogastroduodenoscopy (egd) had confirmed arteriovenous malformation (avm). During admission, hemoglobin stabilized without the need to further transfusion. The patient was discharged in stable condition. No further information was reported.